Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The user reported a therapy knob malfunction. It was reported that there was no patient involvement.